Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in critical override. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) logged into the server remotely via remote support service and signed in using the va-provided credentials. Upon verification, the device was not appearing under the critical override section in devices > settings. Further checked the sync configuration and confirmed that the sync status was showing as current under settings, then tss confirmed with the customer that the device no longer appears in critical override. The system functioned as intended when the tss investigated the issue.